Event description:
During a therapeutic procedure on a pt, the device's plastic handle separated from the metal shaft controlling the basket. The physician then obtained an alliance device successfully completed the procedure. The complainant indicated that there were no injuries or complications to the pt, nor was surgery or add'l intervention required as a result of the reported malfunction.